Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixelated image, porous adhesive at the introduction sheath, porous adhesive at the edge of the charge coupled device window and cracked adhesive at introduction sleeve. A root cause could not be identified for the cracked adhesive. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. A root cause for the noisy image and porous adhesive could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited pixelated image, porous adhesive at the introduction sheath, porous adhesive at the edge of the charge coupled device window and cracked adhesive at introduction sleeve. There was no patient involvement.